Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to filing of the initial report additional information was received: the access site was the mildly calcified right common femoral artery. Tissue damage occurred when the device "stepped back." The first device was pulled out with the foot open; it was not voluntary. No resistance was felt as the device was pulled out. The needles of the device were not deployed. Two needles were pulled from the posterior end of the device; no sutures were attached to the needles. There was a venous sheath next to the arterial sheath during the closure procedure. Additionally, returned device analysis of the first proglide device found a posterior foot break occurred. The foot was not returned with the device. The physician has been notified. The patient is reportedly fine and no complications occurred.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an aortic valvuloplasty interventional procedure. Reportedly, when retracting the device to position the foot against the arterial wall, the artery broke down and the whole system stepped back. At this point it was attempted to exit the needles, but, retrieving them from the posterior part of the device, the physician noticed that the needles were broken. The guide wire was re-inserted and the device was replaced with another device. Hemostasis was not achieved with the second proglide device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.